Event description:
It was reported that the customer was hospitalized for low blood glucose of 41mg/dl. It was stated that the customer forgot to take her lantus. It was stated that when the customer did remember to take her lantus she forgot to change the pattern, which caused her to receive too much insulin. The mother stated that the customer's glucose level was stable at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.